Event description:
A surgeon reports that a pt developed endophthalmitis post cataract surgery and intraocular lens (iol) implant. It was reported that the pt's visual acuity was reduced. A vitrectomy was performed. It was reported that the cause of this event cannot be determined, but that it is unlikely that is related to the iol.